Event description:
The iab was inserted into the pt on 10/24/96 at 12:15 p.m. And removed on 10/24/96 at 5:10 p.m. The iab did not malfunction. As a result of the event, the pt had ischemia. A vascular surgeon was consulted and the iab needed to be removed. (Event complications: the pt had ischemia-reported 7/7/97). (Pt's current status: discharged-rpt'd 7/7/97).